Event description:
It was reported that when the patient turned off the ventilator and silenced the alarm, the ventilator would not turn back on until the patient disconnected and then reattached the power cord to the pigtail. According to the patient, the ventilator would turn back on, but would not ventilate with an audible alarm. No reported harm to the patient.